Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was activated and the gauze that was being used sparked and was set on fire. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.